Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-8925ss syndesmosis tightrope xp sutures beyond the splice, broke during tensioning. The surgeon was not using the handles to tighten the sutures and was not applying much force. This was discovered during an ankle fracture repair and syndesmosis repair procedure on (B)(6) 2023. Case was completed by opening another syndesmosis tightrope xp.